Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The field service engineer performed several pre-use checks after cleaning and refitting the expiratory cassette, all performed tests passed. No further issues have been reported.

Event description:
Manufacturers ref: (B)(4).